Event description:
Clinical study. It was reported that following a carotid artery stenting procedure the patient experienced restenosis. The target lesion was located in the ostium of the right internal carotid artery with 80% stenosis and was 10mm long with a 5.0 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30mm nexstent. Nih stroke scale was not performed post procedure. The patient was discharged 2 days later. Three hundred seventy eight days post index procedure, the patient had a required 12-month ultrasound that noted a 10% target lesion stenosis (ostium of the right internal carotid artery). Per the core lab ultrasound report there was greater than or equal to 50-79% in-stent restenosis of the study stent. No action was taken. The patient was seen for a 12-month follow-up visit and the nih stroke scale at this time was 0. No additional information is available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.